Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for basic evaluation for fecal incontinence. The patient alleged their device was not working. Patient noted that prior to the device not working they felt a tingling, shocking and jolting sensation. Patient was waiting to hear back from manufacturer representative or clinician at the time of the report. Additional information was received. The patient reported seeing the settings not available screen on their controller. Patient had decreased amplitude the night prior to report and the morning of the report, when they went to adjust it, they saw the settings not available message with an amplitude of 0.9. Patient reported they were feeling stimulation in the middle of their back where the lead wire was and not in the pelvic floor. Patient reported this started the night prior. Patient reported they didn't think any of it because they had also felt fluttering in their bum off and on like they were supposed to. The morning of the report the patient noticed they weren't feeling stimulation in their bum at all, but when they got up and started moving they felt tingling where the lead wire went in the center of the back. Troubleshooting was done and the patient was only able to increase to 0.1 before seeing the settings not available message again. Patient was redirected to their healthcare provider to discuss the message and the changes in stimulation sensation. Patient reported no falls or trauma stating the only notable movement they had done was sitting down. No further complications were reported or anticipated.